Event description:
It was reported by a customer that on (B)(6) 2011 there was insufficient fiber vaporization efficiency at 106, 569 joules. Add'l info reported by the customer was during set-up the aim test was performed and the beam was visible. There were no problems that were observed with the aim beam. There were no observation leading up to the incident. There were no error codes displayed on the console when this event occurred. The user did not experience any injury from the system. No pt injury was reported.